Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative stating that the cause is unknown, the ins was now maintaining excellent coupling, and the issue was resolved. No further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97755. Serial#: (B)(4). Product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient had problems charging since implant. The patient stated she got excellent coupling but may only get to 40% battery level after 3-4 hours of charging. The caller was with the patient today and had been charging for 30 min at excellent coupling but ins still showed depleted. The rep called back on october 21st and stated that the patient received a new charger but that did not resolve the issue. With the new recharger the patient was able to get an excellent connection but they stated that she had been attempting to charge all day yesterday and today but the ins will not charge up beyond 80%. The caller stated that the patient checks the screen every few minutes during a recharging session. They provided the charging statistics: 10/20 duration of 5 hours excellent charged from 20 - 60%. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.